Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold and opening curved on the anterior. Leak test and microscopic analysis were performed which identified one opening sharp on the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the plug strap disk shell due to an unidentified (tear) opening. The reason for reoperation was reported to be due to a deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.